Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). On (B)(6) 2016 at 12:32 pm, the result was 4.0 inr. The customer believed this result was wrong because his blood started to clot quickly after the finger stick. He reported the result to his doctor who adjusted his medication. The customer did not take coumadin on that night and then took 5 mg each day after that. The customer believed the result of 4.0 inr was incorrect. On (B)(6) 2016, the customer had blood work done and the result in the laboratory was 2.9 inr. The customer was not certain of the day of testing. He did not know what reagent or analyzer was used. The customer had a stroke on (B)(6) 2016. The customer was not sure which day. The customer last took coumadin around 9pm the day before he had the stroke. He had the stroke during the early part of afternoon but was not sure of the specific time. On (B)(6) 2016, while the patient was in the hospital, the result by the laboratory method was 2.1 inr. The customer tested on the meter and the result was 2.5 inr which he believed to be wrong. The meter test was done within 15-30 minutes of the laboratory collection. Currently the customer feels okay but his left side was still recuperating. The customer¿s therapeutic range was 3.0 - 3.5 inr. The customer had no known autoimmune disease or renal/liver insufficiency. The customer did not know his hematocrit result, is not taking heparin or direct thrombin inhibitors. The customer did not have antiphospholipid antibodies. The suspect product was requested to be returned and the replacement product was sent. Relevant retention test strips (lot 13982121) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.